Event description:
It was reported via repair work order that the right side of power load would not unlock/unlatch due to debris in the trolley. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.